Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected, and the product was within specification.

Event description:
Information was received that reported a patient was hospitalized in 2007. The reporter states that the patient's blood glucose began to rise on 10/03/07. Her blood glucose was at 370mg/dl and would not come down. She was taken to hospital, her blood glucose at admit is unknown. She was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly, and did not contribute to the reported incidence.